Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodge inside patient occurred. The target lesion was located in the right coronary artery (rca). A 4.00x12mm promus premier¿ stent was selected to overlap the previously deployed 3.5x38mm promus premier¿stent at the mid right coronary artery (rca). During procedure, when the stent delivery balloon was inflated, it was noted that the stent was dislodged halfway out. A 1.5x20mm balloon was selected to deploy the dislodged stent. A 4.0x12mm non compliant balloon was selected and multiple inflations were performed inside the stent. A 3.75x20mm nc quantum apex balloon was selected to post dilate the stent and the procedure was completed. No patient complications were reported and the patient's status was fine.